Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 355029 lot# n074945, implanted: 2006 (B)(6); product type accessory product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 377845, lot# v011335, implanted: 2006 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was not really feeling any stimulation after an accident in (B)(6). It was noted that the patient thought the manufacturing representative checked the device. The patient had back surgery on (B)(6) or the (B)(6) 2013. It was noted that it tingled/zapped her only when she turned it up high but had not felt the same since the accident. The patient needed stimulation for back and legs. Patient¿s legs were so tired. Patient had a tingling in her back and legs when she laid down. It was noted that the battery was full. The patient was on program 1 at 1.70. The patient switched back and forth from 1 and 2 but patient thought it did other things. It was noted that if it got too high she could not sit and do anything. The patient had not had the implantable neurostimulator (ins) looked at since implant. It was noted that sometimes if she increased it was too much. Additional information requested but had not been received as of the date of this report.